Event description:
Rn's patient safety report: patient portacath that was accessed with the huber needle. When I flushed the tubing that is connected to the needle (it is one piece), the side port fell off. The rn that this happen to has been a pediatrics for 20 years. This product has also been on the unit since at least 2011 and has never happen before.